Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the patient experienced loss of consciousness. He stated he was in and out of consciousness during the event. The patient´s spouse stated the cgm was reading 4.9 mmol/l and the blood glucose reading was 2.0 mmol/l. The patient´s spouse treated the patient with glucose tablets and juice. The patient recovered after the treatment. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).